Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) analysis revealed the distal conductor was fracture (overstress) and distorted, the helix/lobe was distorted/bent. There was also a deformation/fracture in proximal section of the inner coil, and extension problem. The lead was returned with the helix fully extended.

Event description:
It was reported that during the implant procedure the physician rotated the device approximately 30 times to get the helix to extend. The readings were unsatisfactory so he tried to reposition and rotated the device approximately 30 times but the helix was still extended. The lead was pulled out by force. The device was not implanted. No patient complications have been reported as a result of this event.